Manufacturer narrative:
Correction: appropriate codes input for programming changes.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was post paced t-wave oversensing. The patient did not received therapy during the oversensing. The patient presented in clinic on september 28 for programming changes. Oversensing was still observed the next day, but was not seen afterward. The patient was asymptomatic throughout the event.